Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-01291. It was reported the patient¿s lead migrated and patient experienced uncomfortable stimulation (described as stabbing sensation) in the right shoulder. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the lead was repositioned. Stabbing pain resolved post- surgery and effective therapy was restored. It is undetermined which lead is liable therefore both leads are reported.